Manufacturer narrative:
Plant investigation: two photos were provided for evaluation. Both photos showed the label side of the dialyzer. In the second photo there was some blood visible on the label and on the rim of the dialyzer, which may have occurred during the deconstruction of the treatment setup. There was no visible internal blood leak in either dialyzer. The two complaint devices were returned to the manufacturer for physical evaluation. The samples were subjected to a laboratory bubble point test. No leaks, damage, or irregularities were identified on the returned samples. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary nonconformance (nc) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s clinical manager reported that an internal dialyzer blood leak occurred twenty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A fresenius bloodline was not in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s blood was completely rinsed back. No blood was lost. The patient restarted on a new machine with a new set up. Ten minutes after the initiation of that treatment, another internal dialyzer blood leak occurred. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A fresenius bloodline was not in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 100ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required as a result of this event. The complaint devices are available to be returned to the manufacturer for evaluation. Two photographs have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinical manager reported that an internal dialyzer blood leak occurred twenty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A fresenius bloodline was not in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s blood was completely rinsed back. No blood was lost. The patient restarted on a new machine with a new set up. Ten minutes after the initiation of that treatment, another internal dialyzer blood leak occurred. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A fresenius bloodline was not in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 100ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required as a result of this event. The complaint devices are available to be returned to the manufacturer for evaluation. Two photographs have been provided.